Event description:
Subsequent to the previously filed report, additional information was received: the crack and leak were on the steerable guide catheter (sgc) on the hemostasis valve flush port.

Manufacturer narrative:
All available information was investigated, and the returned device analysis did not confirm the reported leak and cracked flush port luer on the returned sgc. However, the returned dilator identified a leak and cracked flush port. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the reported information and analysis of the returned device (unable to confirm the reported sgc leak and cracked flush port), a cause for the reported sgc leak and cracked flush port cannot be determined. It is possible that it was related to user perception or technique; however, this cannot be confirmed. Additionally, based on the analysis of the returned dilator, the observed cracked dilator flush port resulting in the leak/splash is related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while de-airing the guide, a hole/crack in the stem of the flush port and a leak was observed. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.